Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal section of the stent was found to be lifted from their crimped position and pulled distally. The undamaged stent was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.